Manufacturer narrative:
Investigation summary: three photos and one 10ml syringe (p/n (B)(4) sealed in its blisterpak from batch #0252432 were received. The samples were visually evaluated. Several pieces of loose dust-like fibers of foreign matter were present on the plunger rod thumbrest. A piece of loose dust-like foreign matter was also present inside the barrel. A small gash could be seen on the center of the flange where attached grey foreign matter was present. Based on fourier transform infrared spectroscopy (ftir) analysis the foreign matter is most likely polypropylene. Potential root cause for the barrel damage and foreign matter is associated with the assembly process. It is likely the barrel was damaged during the assembly process causing the polypropylene barrel material to be damaged and fall off the syringe. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0252432 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe had black, dust-like foreign matter on the plunger and in the barrel. Additionally, the flange had a gash in it. The following information was provided by the initial reporter: "black sediment inside packaging" via bd investigation: "the samples were visually evaluated. Several pieces of loose dust-like fibers of foreign matter were present on the plunger rod thumbrest. A piece of loose dust-like foreign matter was also present inside the barrel. A small gash could be seen on the center of the flange where attached grey foreign matter was present. Based on fourier transform infrared spectroscopy (ftir) analysis the foreign matter is most likely polypropylene."